Event description:
It was reported that a motor error was experienced. No patient injury reported.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for motor error. During visual evaluation, multiple small scratches identified on the handle was identified. During analysis, able to duplicate the error. The event history log was reviewed and motor not running, motor error was identified. Based on the evidence, the complaint was confirmed. Grease on worm coupling tip were found. Service cleaned off worm. Service also performed preventive maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.